Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 1 autoclave cycle for the adapter. The green light signaling the attachment of a reload illuminated indicating the presence of a reload. The loading unit was opened/closed, articulated, and rotated without loss of connection. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastrectomy procedure, the device was unable to fire and the handle was not able to recognize the reload. A new device was used in order to complete the case. There was no patient injury involved. The device is expected to be returned for evaluation.